Manufacturer narrative:
Follow-up #2: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the review of the black box data showed multiple ¿cs006¿ alarms on a single date. The pump powered up correctly and ¿ez-prime¿ steps were performed successfully. The pump alarmed with a ¿cs006¿ alarm upon the first rewind attempt making further testing limited. When the pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Further technical analysis revealed eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 006 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(6).